Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the mlx 300w xenon lightsource was received in used condition. Evaluation of the lightsource was unable to duplicate burning cables with this device; however, signs of plastic melting on the turret was identified. There were layers of dust inside the unit causing the unit to overheat. It is recommended that the unit be sent in for cleaning and evaluation test at least once a year and lamp hours to be reset after changing lamp out. The unit was cleaned free from dust. The power supply unit, lamp and turret were replaced. Evaluation and function test were performed and the unit passed all tests. Root cause analysis: the reported complaint was confirmed. The issue of this lightsource unit burning cables at their end is most likely due to improper cleaning of the device. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) burned two cables at the end that plugs into the light source. It is unknown under what circumstance this event occurred; however, no patient injury or surgical delay has been reported.